Event description:
This is a report of a reload cassette error message on the homechoice (hc) where a patient reported the line was full and was leaking. There was no patient injury or medical intervention reported. No other information was reported.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed due to a lack of sample. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.